Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. The device history record and previous repair record for zimmer air dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 17 january 2020, it was reported that a dermatome did not sound properly when used on (B)(6) 2020. The customer returned a zimmer air dermatome serial number (B)(4) for evaluation. Evaluation of the device by zimmer (B)(4) on 16 january 2020 noted that the device was running erratically. The device was forwarded to zimmer (B)(4) for further evaluation. Evaluation of the dermatome by zimmer (B)(4) on 3 february 2020 found that the device was out of calibration at all four settings and that the motor did not run. Upon further evaluation, it was also found that multiple bearings, an o-ring, seal, reciprocating arm, and the external e-rings were defective. Repair of the dermatome occurred on 4 february 2020 and involved replacing the motor, multiple bearings, seal, o-ring, reciprocating arm, external e-rings, as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. While it was found during the evaluations that the motor did not run as intended, which would cause the device to not sound properly during use, it cannot be determined from the information provided as to what caused the issue with the motor. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during surgery the hand piece when turned on did not give and sound as what we expected for a 1000kpa. The sound is constantly below what it should be. There was a delay of 16 to 30 minutes. The graft was not impacted and no additional graft was required. An electric dermatome was used instead. During the investigation, it was discovered that the device was running erratically. No additional event information available.